Event description:
It was reported that the pump module had pump module was observed with a door that inconsistently opened freely each time the door was opened. It appeared to be an issue with the upper door hinge, but nothing was able to be observed. This was observed by bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had upper door hinge issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.